Event description:
Info was received in april 2004 regarding a pt, who experienced a peritonitis type reaction. The pt has a medical history significant for well-controlled hypertension and non-insulin dependent diabetes. The pt's surgical history includes cholecystectomy (open through a subcostal incision), right lower extremity below-knee amputation due to an accient, and foreign body in skull due to an accident. The patient also has a family history of a sibling diagnosed with colon cancer, who died. In april 2004, the pt experienced abdominal distention, crampy discomfort, and bloating. The pt presented to the e.r. Room the next day and was given dye for a CT scan. The pt had one episode of emesis. Flat and upright films of the abdomen did not reveal an obstructive process, but a CT scan of the abdomen and pelvis revealed evidence of sigmoid diverticulosis with a possible mass in the left lower quadrant possibly from the small intestine, but still no evidence of obstruction. About two weeks later, the patient underwent a laparotomy and segmental small bowel resection, with excision of a very large tumor based in the small bowel. This was very close to the mesentery of both small and large intestine, most likely consistent with a gastrointestinal stromal lesion. Pathology of this lesion diagnosed spindle cell neoplasm compatible with gastrointestinal stromal tumor. Two sheets of seprafilm were placed overlying the small intestines. The omentum, which was firmly adhered to the pt's right upper quadrant, could not be brought up to cover, the remainder of the wound. The fascia was approximated with a running suture of #1 pds looped, alternating with interrupted sutures of #1 prolene, placed at 4 cm intervals. The subcutaneous tissues were throughly irrigated, the skin closed with staples, after assurance of hemostasis within the subcutaneous tissues. The pt was reversed, extubated, and transferred to the recovery room in stable condition, having tolerated the procedure well. Estimated loss was less then 150 cc. The surgeon reported that "8 hours after surgery cpk an mb were elevated, troponin was boderline. Wbc was 18,000." The pt had severe left upper quadrant pain. On the morning of the next day, the patient was found to be tachypneic and their condition worsened throughout the day, eventually requiring admission to the intensive care unit for more aggressive support. The patient developed leukocytosis, fever, and lactic acidosis with changes in mental status, (according to the reporter, all indicative of a "sepsis-like syndrome") and pain localized to the left lower quadrant, at which point the pt underwent re-laparotomy. A moderate amount of slightly turbid, ascitic fluid was found in the abdomen. (Cultures of the fluid were taken and came back negative.) The areas of the small bowel where seprafilm had been placed were intimately adhered to the anterior abdominal wall and appeared to be acutely inflamed with a small amount of fibrinous exudate covering its surfaces. There were flimsy adhesions between the small bowels. The anastomosis was intact and no evidence of any intestinal contents to suggest bowel perforation. Scattered areas of fibrinous exudate and/or edema of the bowel wall were found, but no evidence of enterotomy or bowel injury. Most noticeably, on the undersurface of the abdominal wall, the peritoneal surfaces were thickened. Adhesions in the right and left upper quadrant prevented visualization, but no ascites or other abnormalities were noted upon irrigation. After irrigation some additional inspection without notable findings, the pt was closed. Three interrupted sutures of 4-0 pds were placed, followed by additional irrigation and suction. Running sutures of #1 pds, in addition to retention sutures of #5 ethibond which bolsters of a 26 malccot catheter were passed and noted to support the abdominal wall. The subcutaneous tissue was irrigated and staples were placed at 3-4 cm intervals. The subcutaneous tissue was packed with a 1/2 inch packing. The pt was transferred critically ill to the intensive care unit, although appeared to tolerate the procedure well without significant hemodynamic events. The patient's blood pressure started to drop. Pt was given inotropic agents and eventually epinephrine to stabilize the patient, a total of 16 liters of fluid was given including crystalloids and blood. An echo was done and ventricles were found contracted, however no dyskinesia of the wall was seen. The specialist considered the heart to be strong. The reporting surgeon stated that "through the night the patient developed junctional arrhythmias. Patient was however stabilized after 4 hours." The patient coded, was resuscitated but coded again and died the following day. The reporting surgeon commented that "seprafilm was the cause of aseptic peritonitis as the bowel loops most in contact with the seprafilm and anterior abdominal wall had the fibrinous exudate. He said the septic episode had caused his patient to die. The relationship between the events and seprafilm was provided as possible, per the reporting surgeon.